Event description:
The customer reported the ventilator was alarming due to pressure sensors failure. The customer reported the device was in use on a patient and there was no patient harm. As reported, if the reported problem occurrs while in use in normal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. Review of the device diagnostic history noted the reported pressure sensor failure. The fse reported the data acquisition pcb to motor controller pcb board cable was replaced to address the finding and reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Received by MFR date: 11/03/2014. Conclusion / root cause: the data acquisition (da) printed circuit board assembly (pcba) and data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).